Manufacturer narrative:
(B)(4)

Event description:
It was reported the merlin.net transmission revealed the right ventricular lead exhibited intermittent capture. The lead exhibited history of low impedance and noise. The patient was brought into clinic for testing. Upon interrogation, the lead exhibited no anomalies and no noise could be reproduced. The patient would continue to be monitored.